Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported difficulty to remove was confirmed based on the returned device analysis. The reported difficulty to remove appears to be related to procedural circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a cuff miss occurred. A starclose se device was used. After the clip was deployed the device was difficult to remove from the patient anatomy and the safety release mechanism was activated to facilitate device removal. The device was removed from the anatomy and hemostasis was achieved with the clip. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide and the starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device referenced is filed under a separate medwatch MFR number.